Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed and revealed that the male luer collar is cracked/broken. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The event occurred either on (B)(6) 2015. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the retractable collar of a clear link solution set had a crack and was leaking. This occurred after a patient received a tracheostomy. The patient was receiving propofol from a spectrum pump as well as an unknown medication reported as "tna" into a peripherally inserted central catheter line capped with a microclave clear connector. There was no patient injury or medical intervention associated with this event. The patient restarted infusion of the solutions. No additional information is available.